Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient came into the clinic for a routine follow-up. There appeared to be lead noise on the ventricular channel. The device was reprogrammed and remained implanted. No patient complications were reported. The patient would be scheduled for routine follow-up.